Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the patient dropped the insulin pump and the lcd window began to bleed, obscuring the entire display. The patient's blood glucose at the time of incident was 120 mg/dl. The customer was advised to revert to his medically prescribed back-up plan. The insulin pump was returned and replaced.

Manufacturer narrative:
The pump was received with missing segments due to a cracked and bleeding lcd glass. The pump was also received with minor scratches on the lcd window, and a cracked reservoir tube lip.